Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. DHR review was completed for the subject lot number (1240659). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1240659) for similar events and 3 other complaints were identified: cmp-0739261, cmp-0684700 and cmp-0678608. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. The following sections have been updated: g6: checked "follow-up". H3: changed "yes" to "no". H10: added manufacturer narrative h3 other text : device not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that doctor indicated regular procedure, lack of primary stability at tooth site # 31. No other implant was placed.